Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It is reported that when the knee implant was delivered to the hospital, the box was noticed to be creased. When the box was opened, the inner packaging was found to be cracked, compromising sterility. The surgery was completed with another device.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. The tibial component packaging was received. The examination of the returned package determined that, the outer box or carton is exhibiting transit damage and it was also observed that inner and outer cavities are damaged. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Based on the observed damage to the packaging, it has been determined the root cause is transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.